Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: description from customer: "I had some strange error on ventilator, I got battery communication error, and some errors with a numbers only, also unit generated error preventative maintenance required were is a date for pm (B)(6) 2024. " no patient harm reported. Unknown if patient was involved.

Manufacturer narrative:
It was reported that the device alarmed for various technical faults and switched into ambient mode during ventilation of a patient. The patient was bagged. No harm to patient was reported. The event did not cause or contribute to a death or serious injury to a patient. The log files provided confirmed the issue. The root cause of the event was determined to be a defective esm board (circuit board). After replacing the esm board (circuit board), the device was released back into use.